Manufacturer narrative:
The device was returned for analysis and visual inspections were performed. The reported foot separation was confirmed. The needle to cuff miss was not able to be confirmed due to some device components were not returned. In addition, the posterior needle tip was separated and not returned. The reported positioning problem could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with 6 and 7f sheaths after a left superficial femoral artery atherectomy. Reportedly, no unusual resistance was felt during device insertion. The plunger was pressed all the way in, a bounce back was felt and an auditory click was heard when the proglide needles seem to deploy properly. There was no suture with plunger removal. It was determined the proglide was in the artery before fully closing the footplate. Manual arterial compression was used to achieve hemostasis. Inspection of the proglide device after removal showed a foot was missing. The separated foot was found via imaging in the intermuscular space in the hunter's canal, medial to the knee. After vascular surgeon consultation, the separated foot remains in the anatomy. No treatment was performed. The patient was seen post procedure and is fine. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.